Manufacturer narrative:
The device remains implanted and was not returned for analysis. The session record data was reviewed, and the reported event of battery longevity overestimation was confirmed. During the midlife portion of the battery life, the battery consumption curve flattens out, and then gradually catches up beyond midlife, which could result in the perception of a faster longevity decrease. The device is behaving as intended. The estimate for remaining longevity projection becomes more accurate towards the elective replacement indicator (eri) point. The battery longevity estimation is intended to be used as a guidance tool only. Based on the current device settings, it is estimated that the total device life will be approximately 12 years and is within normal limits.

Event description:
During follow-up, a battery longevity overestimation was reported. The device remains implanted and will be monitored. The patient was stable.